Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the blocked lumen; however, the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tvar) procedure. Reportedly, the first proglide was placed successfully. A second proglide was attempted; however, no bleed back was achieved from the marker lumen when inserted into the patient anatomy. The device was flushed a second time and still no bleed back was achieved. The sutures of an additional proglide device were successfully placed using the preclose technique. The sheath was upsized to 17fr and the tvar procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.